Event description:
It was reported that a bd vacutainer safety-lok blood collection set had a bent cannula and cut tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8043660; medical device expiration date: 2020-02-29; device manufacture date: 2018-03-08. Medical device lot #: 8073744; medical device expiration date: 2020-03-31 ; device manufacture date: 2018-04-16. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set had a bent cannula and cut tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples & photos were evaluated and the customer¿s indicated failure mode for severed tubing and bent IV needle with the incident lots were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples & photos, the customer¿s indicated failure mode for severed tubing and bent IV needle with the incident lots were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set had a bent cannula and cut tubing. There was no report of exposure, serious injury or medical intervention.